Manufacturer narrative:
Image review: three cine images, a short cine video, and a photograph from the procedure were received. Cine image one is of a contrast flow through the targeted artery, the targeted lesion is located just distal of the patient¿s knee. Cine image two is of the hawkone in the targeted artery. Due to the quality and clarity of the image it is possible to determine that the guidewire is properly loaded through both of the hawkone guidewire lumens. A screenshot from the short cine video shows a contrast flow through the targeted vessel with contrast leaking out of a perforation in the vessel wall. Cine image three is of the targeted vessel after the non-medtronic stent was implanted to treat the vessel perforation. A single photograph shows a coiled guidewire on a surgical drape with two tan colored ribbons of debris. Due to the quality and clarity of the picture it is not possible to positively determine if the ribbons of debris are portions of the hawkone proximal guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device for treatment of a 40-60% stenosed popliteal lesion. Device operation appeared normal. Following 4-7 passes it is reported there was a perforation. A non-medtronic stent was then implanted. Following review of the case it was discovered that the device may have been loaded incorrectly on the wire. No further intervention is required. Patient is reported to be stable.